Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a cracked cartridge during insertion of the intraocular lens (iol). There was no impact on the lens or the patient but they heard it crack as the lens passed through. Additional information is requested.